Event description:
It has been reported to philips that the system failed to startup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that system failed to startup. After reviewing the log file fse show there is a malfunction on system interface board. Fse found that the main suspected failed component of the ups controller. Fse installed new ups data integrity battery, after replacement was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.